Manufacturer narrative:
A system service check of the avanta fluid management system serial number (B)(4) was completed on (B)(6) 2014 which confirmed that the injector was operating within bayer specs. Qa product analysis received and examined the returned multi-patient disposable set (mpat, lot number unk) and the single-patient disposable set (mpat, lot number unk) that was used during the procedure. Functional testing concluded that the mpat and spat performed to spec with no problems observed. The site continues to use the avanta fluid management system after the reported event - no further issues were reported.

Event description:
A bayer rep reported the following. A pt was undergoing an elective coronary angiogram for aortic valve stenosis. A femoral approach was utilized to inject contrast into the left coronary artery. During infection of contrast, the pt suffered a cardiac arrest. Successful CPR as well as admin of medication was performed. Post resuscitation, a second coronary angiogram as well as echocardiogram were performed without event. The pt was then discharged post procedure without any further issues.